Manufacturer narrative:
The device has been received by anspach. The device was evaluated and during functional testing an oil leak in the seal between the swivel and the motor housing was observed. Evidence suggests this was due to usage/wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "needs repair." It was unknown to the reporter whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.